Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified popliteal artery. A 3mm x 40mm x 145cm sterling es balloon catheter was advanced to the lesion and upon the first inflation to 8atms the balloon ruptured. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).